Manufacturer narrative:
Date estimated unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: lost in circulation.

Event description:
It was reported through a research article identifying a universal bmw guide wire which separated in the circumflex artery which required a balloon pump, surgical removal, and hospitalization due to major surgery. The separated portion was successfully removed. Details are listed in the article, titled "lost in circulation"

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record (lhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factor that may contribute to guide wire separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provided in the article, the investigation was unable to determine a conclusive cause for the reported material separation. Additionally, the reported treatments appear to be related to the operational context of the procedure as balloon pumps, surgical removal, hospitalization due to major surgery were required to remove the separated portions of the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached titled: lost in circulation.

Event description:
Clarification: the reported information is regarding patient #7 of the attached article titled "lost in circulation".